Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported by the affiliate the staples would not form correctly and dropped. The clips were retrieved from the pt. There was no consequence to the pt.